Event description:
It was additionally reported that the system controller was exchanged.

Manufacturer narrative:
Section b1: type of report corrected. Section d: suspect medical device information corrected. Sections d4 and h4: expiration date and manufacture date corrected. Manufacturer¿s investigation conclusion: the reported event of evidence of fluid ingress on backup battery (B)(6) was confirmed. Testing of the returned product revealed the backup battery was found to have green residue on the battery which was not from the battery itself. The 11v backup battery (serial number: (B)(6) was returned to the european distribution center (edc) and was functionally tested on 26dec2024. The system controller connected to a mock circulatory loop and no alarms appeared on the system monitor. The corresponding system controller (B)(6) was not returned for testing. Per additionally provided information, the system controller was exchanged and would not be returned for testing. A root cause for the reported event could not conclusively be determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 11v backup battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on 11mar2022 and passed all manufacturing testing. The battery was shipped on 29apr2022. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management and heartmate 3 patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the patient admission for a non-left ventricular assist device (lvad) related issue, the backup battery (ebb) was to expire in 3 months and needed to be exchanged. When opening and removing the ebb, there was green fluid at the downside of the battery. The vad coordinator felt that the ebb was leaking the fluid, not the system controller. The ebb was exchanged for a new one. The plan was the monitor the controller post ebb exchange for any further green fluid. As of 14nov2024 any further issue with the system controller was not determined. The patient was to be transferred to a rehabilitation center.